Event description:
Seven liters drainage bag for crrt (continuous renal replacement therapy) machine ruptured at the top where the bag hangs from the machine. Follow-up description or email text: six examples of failed item. Returned to manufacturer via usps for examination and analysis. This follows initial formal report of product complaint. Three unused examples of item from suspect lot forwarded to biomedical engineering for exam/analysis.